Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose events following periods of elevated glucose, with the user stating the system delivered more insulin than needed when glucose exceeded 180 mg/dl and noting recent corticosteroid exposure; the device was used with oral glucose tablets for correction. Symptoms included hypoglycemia. Outcomes included episodes of low glucose and intermittent high glucose. Investigation included review of device-reported glucose trends and provision of troubleshooting education and additional training. Investigation of this case revealed fluctuating glucose with multiple lows, rapid directional changes, and user-reported carbohydrate sensitivity, consistent with evolving insulin needs after corticosteroid effects resolved. It was concluded that the cause of the hypoglycemia was unclear, and additional user training was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed